Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
Us complainant reported the patient was on impella cp support and during support, the pump was attempted to be repositioned and the anticontamination sleeve was broken. The pump was later attempted to be repositioned again and the pump went across the valve. The pump was explanted.

Manufacturer narrative:
The investigation of product damage (sleeve damage) and positioning issues has been completed. The impella cp was not returned for evaluation. The cause of the positioning issue was most likely use related as the pump was pulled across the valve during repositioning and was unable to recross. The cause of the sterile sleeve damage was most likely use related as it occurred during repositioning of the pump. A.4 added weight as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-30125. B.7 added medical history as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-30125. H.6 medical device problem code 3009 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30125. Code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2025-30125. Codes 4627 and 4628 were added.